Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified baxter access set separated during a total parenteral nutrition and lipid infusion. The lipid filter "came apart from the tubing resulting in a central line break". Unspecified prophylactic antibiotics were given. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.